Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0189390 all inspections were performed per the applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. H3 other text: see h.10.

Event description:
It was reported that foreign matter "lubricant" discovered in barrel with bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle. Consumer states it is interacting with the insulin, the impact of this was not reported. The following information was provided by the initial reporter: rep from medical office called on behalf of consumer.stated the consumer reported some sort of lubricant being in her syringe barrels and interacting with her insulin.stated the consumer also notified her pharmacist of this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "lubricant" discovered in barrel with bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle. Consumer states it is interacting with the insulin, the impact of this was not reported. The following information was provided by the initial reporter: rep from medical office called on behalf of consumer. Stated the consumer reported some sort of lubricant being in her syringe barrels and interacting with her insulin. Stated the consumer also notified her pharmacist of this issue.